Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Husband reported on behalf of his wife that she had approximately 20 bladder supports in three different packages that had open petals on the applicator. Since the applicator petals were open and jagged she did not use these bladder supports.